Manufacturer narrative:
Correction: section h3. Manufacturer's investigation conclusion: a direct correlation between the device and the reported multisystem organ failure (msof) and subsequent patient expiration could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. The cause of expiration was reported as msof. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the pump were issued to the customer; however, no additional information was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to multi-system organ failure. Additional information was requested but not provided.